Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported sheath accordioned at the transition of dilator and sheath. Additional information was requested, but not available at the time of this report.

Event description:
Customer reported sheath accordioned at the transition of dilator and sheath.additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire was observed to have one gradual bend and offset coils towards the distal end of the body, as well as several kinks throughout. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bend and kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 113mm, 123mm, and 160mm from the proximal tip. The bend in the guidewire was located 20-41mm from the distal tip. The overall length of the guide wire measured 454 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.847 mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was able to advance through a lab inventory ars and a lab inventory 18ga introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 113mm, 123mm and 160mm from the proximal tip, as well as bent between 20-41mm from the distal tip. The returned guide wire met all relevant dimensional and functional testing. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.